Event description:
It was reported that this pacemaker was exhibiting atrial oversensing. Technical services (ts) reviewed the episode and confirmed that there is oversensing and the atrial sensitivity settings may be considered for programming optimization. Pacemaker mediated tachycardia (pmt) episodes were also observed during the configured collection period, with rhythm appearing atrial or sinus driven. This device remains in service. No adverse patient effects were reported.